Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: deploying, the physician unable to seat manta bypass tube into the manta sheath. Sheath removed and procedure started over and completed with second device. No patient injury or intervention reported.

Manufacturer narrative:
One 18f manta closure device, one manta sheath, and one introducer was returned for investigation. The components were decontaminated then visually inspected. During inspection the engineer noted blood particulates present on all components. The manta lever was not activated. The closure device was functionally tested to pass via the valve. Resistance was observed during advancement. The button valve exhibited a minor tear and was displaced from its position within the sheath. The device history record was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following tavr procedure, an 18f manta was planned for closure. No issues were encountered advancing or withdrawing the procedural sheaths. Severe resistance was experienced advancing the bypass tube through the hemostatic valve of the manta sheath. When the bypass tube met with resistance, no buckling or bending occurred. The physician was not able to get the bypass tube inserted through the hemostatic valve and into the sheath. The entire manta closure unit and sheath were removed, and a new 18f manta closure device was opened, completing the closure procedure. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.